Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID : neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the leads were bothering the patient, but it was unclear if it was related to the leads themselves or if it was a therapy issue. It was noted a general surgeon asked how to explant the system. No further patient or device information was available. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received, a supplemental report will be filed.